Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the jaws were closed, the distal pushers were up, fully formed staples were in the jaws and tissue could not be seen in the jaws of the reload. The I beam was slightly advanced. The adapter and distal end of the cover tube were not visible in the image. It was reported that the jaws of the device remained closed on tissue and the device was difficult to unload. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic wedge, when going across the lung tissue in very critical area; near a major pulmonary vessel, the surgeon realized that the tissue was thicker. The device started the firing sequence but early into the firing, the device made cracked sound; thus the surgeon retracted the knife blade. A new handle and a 60mm reload were opened and used for firing. The second stapler fired all the way to the distal tip and then the knife did not retract, and the jaws locked on tissue. The surgeon needed to add an additional and larger incision of 1.5cm and go in with another stapler to cut out the reload that was stuck on tissue. The reload could not be unloaded from the handle as well. Once the device was outside of the body, the user was able to retract the knife blade all the way back but the slidedeck did not retract all the way back. However, it opened enough to take the tissue out but remained locked on tissue. Medtronic's evaluation of the device found that the sheared teeth were visible on the firing rack.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and the clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. It was reported that the jaws of the device remain closed on tissue and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied on over indicated tissue. The evaluation detected an unreported condition: the device had damaged laminates. The most likely cause was determined to be manufacturing related. Bent knife laminates can occur from improper component orientation. The bent knife laminates push the interlock legs down causing the interlock to fail. This issue can also occur when the device is applied on over-indicated tissue. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3d0044) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot #n2m0466y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3d0044). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic wedge, when going across the lung tissue in very critical area; near a major pulmonary vessel, the surgeon realized that the tissue was thicker. The device started the firing sequence but early into the firing, the device made cracked sound; thus the surgeon retracted the knife blade. A new handle and a 60mm reload were opened and used for firing. The second stapler fired all the way to the distal tip and then the knife did not retract, and the jaws locked on tissue. The surgeon needed to add an additional and larger incision of 1.5cm and go in with another stapler to cut out the reload that was stuck on tissue. The reload could not be unloaded from the handle as well. Once the device was outside of the body, the user was able to retract the knife blade all the way back but the slide deck did not retract all the way back. However, it opened enough to take the tissue out but remained locked on tissue.